Manufacturer narrative:
Omit : concomitant med prod data(8015), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that at 0126, pitocin infusion (oxytocin 30units/500ml in dextrose 5% lactated ringers) was running at 22ml/hr. At 0220, when the clinician rounded on the patient to increase the pitocin rate to 23ml/hr. It was noticed that it was running at 12ml/hr. Instead. The clinician checked the infusion data on electronic medical record (iaware) and saw that the rate decrease occurred at 0129. The clinician reportedly did not make this dose adjustment and have not "touched" the pump since 2300. There was patient involvement and according to the report, there was no patient harm as the mother and fetus was not affected.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that at 0126, pitocin infusion (oxytocin 30units/500ml in dextrose 5% lactated ringers) was running at 22ml/hr. At 0220, when the clinician rounded on the patient to increase the pitocin rate to 23ml/hr. It was noticed that it was running at 12ml/hr. Instead. The clinician checked the infusion data on electronic medical record (iaware) and saw that the rate decrease occurred at 0129. The clinician reportedly did not make this dose adjustment and have not "touched" the pump since 2300. There was patient involvement and according to the report, there was no patient harm as the mother and fetus was not affected.